Event description:
This report summarizes one malfunction. The information reviewed indicated that model at75146 pta balloon dilatation catheter allegedly ruptured. This report was received from one source. This device was used in a 60 year old male patient. There was no reported patient injury.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified pinhole balloon rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
One device was returned for evaluation. The lot number was provided and the lot history review is being performed. The investigation is currently underway.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model at75146 pta balloon dilatation catheter allegedly ruptured. This report was received from one source. This device was used in a (B)(6) year old male patient. There was no reported patient injury.